Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module will be replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. The device was evaluated but not yet repaired.